Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and the pump indicated a data log corruption. Customer¿s blood glucose level was 270 mg/dl. Reportedly the customer reverted to an alternate method of insulin therapy.